Event description:
Caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, which is within the normal range. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arise. The caller understood and acknowledged the instructions. No adverse impact to the customer¿s blood glucose level was reported.